Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. A blood glucose reading of 500 mg/dl was reported. Troubleshooting was done and the insulin pump passed the required tests. The programming was correct as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.